Manufacturer narrative:
(B)(4). Approximate age of device - 6 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It reported that the patient was experiencing intermittent chest wall pain for 3 days which was aggravated by activity. The patient was brought into clinic for labs. Elevated lactate dehydrogenase was 2034 u/l and elevated pi 8.4. The patient was admitted to hospital. Due to suspected hemolysis, and to look for potential thrombus/obstruction, several tests were completed; echocardiogram, chest x-rays, electrocardiogram, computed tomography of the heart 3d, and interrogation of lvad parameters, results were not reported. Heparin infusion was initiated and will continue full dose aspirin and plavix. No additional information was provided.

Event description:
Additional information: additional information was provided by the vad coordinator confirming that the patient received a transplant on (B)(6) 2018. The transplant was reported as routine, with possible thrombus in the pump. The pump will be returned for evaluation.